Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient's symptoms returned on the night of (B)(6). The patient's ins on the right side showed that it was on and ok. The patient's ins on the left side showed that it was off and ok. The patient turned the left side ins on and confirmed that it showed on and ok. Additional information has been requested, but was not available as of the date of this report. See also MFR. Rep. # 3004209178-2013-07240.

Manufacturer narrative:
Concomitant products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).